Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No sticking buttons noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error on her insulin pump. The up button is sticking. The issue started about a week ago. Customer's blood glucose is 54 mg/dl. He treated with food. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.